Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/19/2013 with the following findings: evaluation revealed that there was moisture behind the display lens. Investigators performed the leak test and found a leak due to a cracked pump. Moisture was found throughout the case including on the keypad flex connector. There is no visible damage to the keypad. The up, down, and ok buttons are unresponsive. The contrast button responds properly. Removed the keypad and found contamination under the up, down, and contrast button contacts.